Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) via a manufacturing representative (rep) reported that the patient had a seizure, and stopped seizing once the generator was turned off. It was unclear if the seizure was due to the spinal cord stimulator (scs). It was unknown what led to the event. The patient reported to the emergency room (ER). It was verified that the scs was fully charged. No interventions or actions were taken to resolve the issue. No surgical intervention occurred and none were planned. The issue was resolved at the time of the report. The device remained implanted and in service. The patient's relevant medical history includes spinal pain.